Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated. D4: a partial UDI was provided as the lot number is not known. Attachment: article, titled "percutaneous salvage of a failed 14f suture-mediated femoral closure using dual collagen mediated vascular closure devices".

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The suture of a proglide device was successfully placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Reportedly post procedure, the suture broke during knot advancement. Two minx devices were used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. Specific patient information has been documented. Details are listed in the attached article, "percutaneous salvage of a failed 14f suture-mediated femoral closure using dual collagen mediated vascular closure devices". No additional information was provided.